Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and ams boston scientific in-fast ultra kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure on (B)(6) 2010 in order to treat stress urinary incontinence and pelvic relaxation and mesh was implanted along with removal of the prior mesh due to sui, pelvic relaxation, cystocele, rectocele, and enterocele. It was reported that the patient had concurrent procedures of an a&p colporrhaphy/repair, culdoplasty and perineoplasty performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, and dyspareunia. No additional information was provided.